Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): product ID: d224trk ICD, implanted: (B)(6) 2010. Product ID: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had pulled back into the main body of the coronary sinus and had no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.